Event description:
8/6/2000 call placed to help desk by local paramedics asking about plalan. Paramedic verifies "ml" is flashing. Pt admitted to the hosp pump failure was suspected. Pt asymptomatic when arrived to emergency room. Backup pump placed & infusing initial pump# 120668 sent back to the user facility. Pt. Complaint of shortness of breath at time of event is in home.